Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt ((B)(6)) is experiencing intermittent stimulation from his lead. A diagnostic test found high measurements; however, efforts to resolve this matter via reprogramming yielded limited success. According to the pt, the intermittent stimulation appears to be directly related to the applying of pressure to the ipg site. It is also reportedly positional in nature. Surgical intervention will be undertaken at a later date to address this issue.